Event description:
The customer reported a corneal burn occurred. The handpiece was switched out, and the case was completed without further incident. The facility stated that the surgeon reported that the patient was "well". Multiple attempts were made for more information. The customer stated during the last contact the questionnaire most likely will not be returned.

Manufacturer narrative:
The company service representative found the system met all product specifications. The handpiece was also checked and no problems were observed. The root cause of the reported corneal burn cannot be determined. A review of the complaint and service data indicates that there have been no additional complaints or service requests related to the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on:04/30/2008.